Event description:
It was reported that 80 walgreens thin insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: consumer reported scale markings are tilted and not straight on most all from this box. Counted 80 syringe. Using on dog with small amounts of insulin.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: customer returned a total of (25) 0.3ml syringes with no other identification. Each of the syringes was inspected while referencing the position of their graduation markings. The location of the markings were all found to be within specifications. None of the markings were found to tilt significantly, and none were found to deviate in a manner that would place the markings outside of specification. A review of the device history record was completed for batch# 1081081. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 80 walgreens thin insulin syringes experienced scale marking issues. The following information was provided by the initial reporter: consumer reported scale markings are tilted and not straight on most all from this box. Counted 80 syringe. Using on dog with small amounts of insulin.